Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the atrial pacing and sensing polarities were not set automatically to bipolar at the implantation. This had to be done manually upon the first interrogation after the implantation, while the rv pacing and sensing polarities were both automatically set to bipolar after the end of the automatic detection of implantation. In the automatic detection of implantation settings, pacing polarities for both rv and a leads have been set to bipolar configuration prior to implantation. Preliminary analysis revealed that the device behaved within specifications.

Event description:
Reportedly, the atrial pacing and sensing polarities were not set automatically to bipolar at the implantation. This had to be done manually upon the first interrogation after the implantation, while the rv pacing and sensing polarities were both automatically set to bipolar after the end of the automatic detection of implantation. In the automatic detection of implantation settings, pacing polarities for both rv and a leads have been set to bipolar configuration prior to implantation. Preliminary analysis revealed that the device behaved within specifications.